Event description:
A 1/2" metal eye hook at the top of a pt lift device "snapped" in two when resident was going to be transferred from bed to wheelchair with two (2) care givers. Resident fell back onto the bed, a drop of approx. 10-12", and sustained no injuries.